Event description:
It was reported that the device had reached early eri. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported premature battery depletion was confirmed in the laboratory. The device was tested on the bench and on our automated testing equipment. No high current drain sources were found. The battery was returned to the vendor for additional analysis. The cause of the battery depletion could not be determined.